Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
Additional information received on april 21, 2014 confirmed that the patient had been having charging issues since implant. It was also confirmed that the ins was not flipped (per x-ray). It was noted that, at most, the patient would get 2 coupling bars then it would go to 0 coupling bars. The manufacturer's representative was able to interrogate the ins with both the patient and clinician programmers with no issues. It was also reported that a different recharger had been tried and, using the antenna locate (al) feature, was able to only get a value of 50 and continued to have the same coupling issue. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient was implanted 10 days prior to report with their implantable neurostimulator (ins) and was getting no coupling bars while trying to recharge for the first time at her appointment. The manufacturer's representative stated that there was a little fluid at the pocket which was not bad and that the staples had just been removed. The antenna locate feature reportedly gave a value of 40. The patient and clinician programmers reportedly communicated fine. Additional information received on the same date reported that the manufacturer's representative called a second time stating that another recharger was used with the same results. Follow up information received on (B)(6) 2014 reported that an x-ray was done and it was confirmed that the ins battery was not flipped. The manufacturer's representative met with the patient one day prior to report and they were able to get two coupling boxes. It was noted that they will meet again in a week or so and try again. Further follow up information received on (B)(6) 2014 reported that the patient had a revision of the ins performed yesterday where it was noted that the ins was implanted too deep. The patient was reported as doing well. If additional information is received, a follow up report will be sent.